Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted according to instruction for use (IFU) however, the balloon of the catheter did not swell. The medical doctor could not proceed with the procedure. As a result, the md removed the device and replaced it with a new set successfully. There was no delay/interruption in therapy. No patient complications and no reported patient death or serious injury. No medical intervention required.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The iab was returned withdrawn through the sheath, and the condition of the bladder membrane beneath the sheath made it impossible to remove the sheath without causing further damage to the device. With this damage the bladder was unable to be functionally tested. The root cause of the complaint is undetermined due to the returned state of the device. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted according to instruction for use (IFU) however, the balloon of the catheter did not swell. The md could not proceed with the procedure. As a result, the md removed the device and replaced it with a new set successfully. There was no delay/interruption in therapy. No patient complications and no reported patient death or serious injury. No medical intervention required.